Event description:
It was reported that a malfunction occurred with a code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump and provided instructions for future malfunctions. The customer acknowledged and understood these instructions and continued to use the pump.